Event description:
It was reported that the patient underwent a posterior thoracolumbar fixation at th9-s. ¿it was reported that the rods in both sides fractured post-operatively. The patient is asymptomatic and a revision surgery is scheduled. The surgeon commented that the patient took off the hard corset without the doctor¿s permission about 6 months after the initial surgery, and this may have introduced the incident by loading significant force on both rods. No complaint about the device was reported. ¿ no patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.